Manufacturer narrative:
The device records 64 log entries between the (B)(6) 2008 and the (B)(6) 2014. The device records manual power ups on the (B)(6) 2008 and the (B)(6) 2009, the longest of which lasts 1 minute 45 seconds duration. The device records multiple self-test fails due to a low battery between the (B)(6) 2012 and the (B)(6) 2014. Investigation was unable to replicate or find any evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of 10 minutes duration, due to a membrane failure. It is therefore assumed that the customer returned the device in response to field safety corrective action. The returned pad-pak was found to be significantly depleted and would account for the self-test fails detailed in the report. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.